Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched. A visual inspection was performed and showed the scope to have distal tip damage and a scratched negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed. Correction, usage of device: unknown.

Event description:
It was reported that during a raco reconstruction, the device was scratched, causing a loss of visualization. The procedure was completed with a back up device with no significant delay or patient injury reported.